Manufacturer narrative:
Event description updated, device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure with 7,965 joules used and 1:46 minutes expended, tip broke; misfiring from the front was noted. The fiber was exchanged and the procedure was completed by utilizing second fiber (74,358 joules used and 15:19 minutes expended). Patient outcome: ¿no harm to the patient¿ reported.